Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display was dim, faded, and/or discolored. The indicated blood glucose (bg) below 70 mg/dl but greater than 40 mg/dl with no signs or symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/24/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/12/2015 with the following findings:during testing, the display was found to be dim, faded, and discolored.